Event description:
On (B)(6) 2017,during a follow-up, there were several error messages on the programmer related to the recommended replacement time and the end of service being reached. The patient received a shock on (B)(6) 2016, with a 4.8s charge time. In the device memory, there is only 1 unsustained episode that, according to the physician, seems to be due to myopotentials. The interferences could not be reproduced by the physician. The electrical measurements of the lead were good.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
On (B)(6) 2017,during a follow-up, there were several error messages on the programmer related to the recommended replacement time and the end of service being reached. The patient received a shock on (B)(6) 2016, with a 4.8s charge time. In the device memory, there is only 1 unsustained episode that, according to the physician, seems to be due to myopotentials. The interferences could not be reproduced by the physician. The electrical measurements of the lead were good.